Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings:there was no evidence of any loss of prime issues observed in the black box history. The pump¿s ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings which occurred during the investigation. The product performed within specification therefore the investigation was unable to duplicate the initial ¿loss of prime¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).